Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2012. During post-operative monitoring, dislocation was noted on (B)(6) 2012. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Corrected data: patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2012. Subsequently, the patient experienced a dislocation, which was noted on (B)(6) 2012. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2012. It was reported that at five weeks post-op, on (B)(6) 2012, the patient flipped a 4 wheeler on top of himself which caused a dislocation. The patient was not revised, however for treatment the patient underwent a closed reduction procedure on (B)(6) 2012.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06235 / 06236).